Event description:
On (B)(6) 2009, the patient reported that the piston rod of the infusion device does not retract completely and an e10 (cartridge) error is displayed. She stated that the piston rod appears to be bent. The patient attempted to complete the change cartridge procedure at the time of the report and an e10 was displayed. She stated that the infusion device has been dropped from the bed to the floor. No physiological effects were reported. The patient was assisted in setting up the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.